Event description:
During resection process small metal pieces/dust noted in the shoulder. Not all the metal could be removed. Partially removed by shaving and suction. Back up device was available to complete the procedure.

Manufacturer narrative:
Device was not being returned for evaluation. (B)(4).